Event description:
It was reported that atrial fibrillation occurred. The patient underwent a pulse field ablation (pfa) procedure using a farawave catheter. Post procedurally the patient experienced a recurrence of atrial fibrillation. Two (2) days post index procedure the atrial fibrillation recurrence resolved following administration of electrical cardioversion and chemical cardioversion and the patient was instructed to begin flecainide 100mg twice daily. Approximately one (1) month post index procedure the patient experienced a second recurrence of atrial fibrillation. Chemical cardioversion was administered, the patient was prescribed an increase in bisoprolol to 2.5mg twice daily, and a second pfa procedure using a farawave catheter and radiofrequency ablation with a non-boston scientific catheter were performed. Atrial fibrillation resolved two (2) days post onset of second recurrence.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.